Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-28303. It was reported that the patient experienced a possible infection. Upon inspection, it was noted that there was pocket erosion. The implantable cardioverter defibrillator and the right ventricular lead were explanted under fluoroscopy without difficulty. The patient was in stable condition.